Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The IFU states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient stated, experienced daytime halos from headlights and reflection of the sun on auto glass was awful. The patient was physically uncomfortable inside a department or grocery store from the overhead lighting and patient eye flicker to the degree that made to exit the environment. The patient put drops in all day yet there is a constant feeling of tears pooling up along eyelids along with the occasional feeling that there is a foreign object on eye. The patient stated, formerly enjoyed night driving, now feel completely unsafe when driving at night all the taillights, traffic lights, headlights are blinding. There are two medical device reports associated with this patient. This report is associated with the right. Additional information received and stated that within 2-3 days following procedure symptoms never improved only got worse. The patient also reported crescent shape left eye temporal that is mild when waking up and gradually throughout the day intensifies to the point of unbearable by late afternoon. Tears collect in the outer eyelids both eyes. Both eyeballs burn intensely by end of day. Occasional floaters that look like a small fly in my field of vision. Feeling like there is an eyelash in eye or dirt frequently. Daytime halos produced by oncoming headlights is intense. Nighttime halos makes driving feel unsafe. Flickering from fluorescent overhead lighting in commercial businesses gives the patient a headache and makes it so uncomfortable, prefer to leave. Reduced contrast makes seeing patient computer screen disappointing and on certain webpages patient cannot distinguish areas that are ¿greyed out¿ making it challenging. After the 90 days I set up an appointment with what I assumed would be the surgeon but was with the optometrist that works in the practice that recommended eye drops. At that meeting, he explained about neuro adaptation and that the symptoms were likely to resolve on there own in time. The patient tried to give it another month and by early february I reached out to the doctor¿s office to setup the lens exchange. Much to my disappointment patient was given a date to come in to see the doctor roughly 2 months out. The doctor did have a cancellation, and they saw me on (B)(6). At the on (B)(6) appointment the doctor suggested that patient had eyes evaluated for lasik as now the doctor thought that possibly the lens strength may have been slightly off. The patient had consultation and was told that patient would be a candidate for lasik however before patient did that, patient wanted to try a contact lens for a day to see if it really would be of any benefit. Patient tried the contact last friday and it did not improve or worsen my issues so patient will not be doing lasik.